Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report intermittent out of range signal on (B)(6) 2015. The patient wore the sensor for longer than 7 days. The foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).